Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed recoverable error 48238 and the illuminator powered off on its own. The customer confirmed that the illuminator was properly seated. Prior to the calling technical support, the customer elected to continue the procedure with an external light source. The procedure was completed with no patient injury. An intuitive surgical, inc (isi) has followed with the initial reporter and following information was obtained on 22-august-2022: the system was inspected prior to use. The illuminator initially worked for approximately an hour during the procedure before the issue occurred. The issue was resolved after replacing to an external light source. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint and replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The illuminator was returned without the lamp module and both fuses were good. In house fa reviewed system logs and found several 48238 errors which indicate illuminator communications failure. The illuminator was installed but the unit did not power on during testing. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer replaced the illuminator with an external light source after the start of the procedure due to illuminator error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.